Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument generated erroneously high basophil (ba%) differential results on initial run without instrument generated flags for three patient samples. The samples were rerun and recovered lower basophil results. The customer indicated that the manual smear results agreed with the reruns. No erroneous results were reported out of the laboratory. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Specimen was sampled from a 5 ml bd vacutainer tube in the primary mode. Controls were run before and after the incident and were within assay limits. A field service engineer (fse) was dispatched, replaced the lyse and preserve pump. The fse also verified instrument operation with 50 specimens. The root cause is unknown. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the patient population.